Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced shortness of breath and a complete heart failure episode. It was noted that the right atrial (ra) lead was undersensing atrial arrhythmias. The ra lead remains in use. No further patient complications have been reported as a result of this event.